Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone, the insulin pump had the insulin pump had a crack on the reservoir tube window. Customer blood glucose was 212 mg/dl in the morning and once he was done working on his yard high blood glucose was 415 mg/dl. When he was changing out the reservoir that is when he noticed the crack. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to the damage. Troubleshooting for high blood glucose was not performed. Customer agreed to return the device for further analysis.